Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was hard to push. Blood glucose level at the time of the incident was 200 mg/dl. The customer stated that they were having issues rewinding the insulin pump. During troubleshooting the rewind was able to complete and fill process completed as well. Customer was unsure as to the reason keypad was having issues. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened esc and buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify battery out limit alarm or prime or fill anomaly due to unresponsive button.